Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, and there was no damage on the keypad assembly. No frozen screen, moisture damage, unlocked keypad connector, constant tone or audio/beep anomalies noted. The pump had minor scratches on the display window, cracked case at the display window corner, racked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported she changed the battery and the device had a long constant beep. Customer's blood glucose was 190 mg/dl. Customer was not calling back after resting the device. No alarm occurred prior to the constant tone occurred. Customer was advised to remove the batter for two hours and revert to back up pan. Customer called back stated the device was not responding. The device froze when the battery was reinserted. Customer's blood glucose was 88 mg/dl, treated with old device. Customer their might have been a leak at her sight. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.